Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) was 315 mg/dl. The issue occurred in the past; therefore, troubleshooting could not be performed. Customer resolved issue prior to calling tandem technical support.